Manufacturer narrative:
The device was returned and analyzed. Returned product analysis was performed and no anomalies were found. The returned device indicated a damaged left ventricle (lv) grommet. The returned device indicated a damaged connector lv setscrew block. The returned device indicated foreign material on lv set screw threads and damaged threads. The returned device indicated a loose/detached lv set screw. The returned device indicated a lv set screw with a rounded socket and damaged set screw socket.

Event description:
It was reported that during the implant procedure, the physician failed to screw the left ventricular (lv) lead to the cardiac resynchronization therapy defibrillator (crt-d) after unscrewing it once. It was noted there may have been a problem with the screw inside the lv port. The crt-d was not implanted. No patient complications have been reported as a result of this event.